Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
A customer alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b test assay, for use on the cobas® liat® system. The customer reported the initial test sample with the cobas® liat® sn (B)(4) generated sars-cov-2 and influenza a positive, influenza b negative. The same test sample was repeated twice on two alternate cobas® liat® analyzers and generated sars-cov-2 negative, influenza a positive, influenza b negative. The results of the repeat testing were reported. No apparent harm or injury occurred in relation to the event. Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Manufacturer narrative:
No instrument data is provided, therefore an in-depth analysis of the data generated for the customer's allegation could not be completed. Instrument has been performing well since this incident. Further investigation was performed to rule out a product quality issue and no systemic issue was identified for lot 10927z. Overall, discrepant results can occur for a variety of reasons. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Without data, the root cause cannot be determined and additional conclusions cannot be provided. (B)(4).